Event description:
The customer called to report a cracked screen and damage to the battery compartment. The customer also stated that the insulin pump was submerged in salt water the previous summer. Nothing further was reported.

Manufacturer narrative:
The insulin pump had cracked battery tube threads. The insulin pump also had a blank display due to moisture damage on the electronics.